Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. During the procedure the patient sat up on the procedure table with a tacticath quartz ablation catheter, two swartz sl0 introducers, and an optima ep catheter inside the heart. The patient became diaphoretic and a blood pressure decrease was noted. An echocardiogram revealed a slight pericardial effusion. No intervention was needed and the procedure was completed with the patient remaining stable. There were no performance issues with any sjm devices used.

Event description:
Related manufacturer reference 3005188751-2015-00014, 3005188751-2015-00015, 2030404-2015-00014. During a pulmonary vein isolation procedure, a pericardial effusion occurred. During the procedure the patient sat up on the procedure table with a tacticath quartz ablation catheter, two swartz sl0 introducers, and an optima ep catheter inside the heart. The patient became diaphoretic and a blood pressure decrease was noted. An echocardiogram revealed a slight pericardial effusion. No intervention was needed and the procedure was completed with the patient remaining stable. There were no performance issues with any sjm devices used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Functional analysis of the returned device included, visual, electrical, temperature, irrigation and optical testing which all met sjm specifications. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the pericardial effusion was procedural related. Per the IFU, cardiac perforation is a known risk with the use of this device.